Event description:
During evaluation of a returned spectrum pump, the speaker had no audio. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and identified that the speaker had no audio. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was the speaker. The rear case is required to be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.